Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had compromised force system alarm. Customer¿s blood glucose level was unknown. There were prior compromised force sensor system noted in the alarm history. No further details were provided. The insulin pump is out of warranty and will not be returned for analysis.